Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were received and reviewed. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: a patient with a history of deep vein thrombosis and anemia had a vena cava filter deployed. A follow up cavogram was performed which demonstrated appropriate filter placement. A triple lumen central venous access catheter was inserted following filter placement. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a filter was placed in conjunction with or before back surgery. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. Approximately one year six months post filter deployment the patient expired; however, there was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt. - filter malposition. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a filter was placed in conjunction with or before back surgery. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. Approximately one year six months post filter deployment the patient expired; however, there was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided.